Event description:
Healthcare professional reported a patient was injected with 1cc of juvéderm volift with lidocaine in the lip and 2ccs of juvéderm® voluma® with lidocaine in the soof (0.2ccs on each side), canine fossa (0.5ccs on each side), and the nl (0.3ccs on each side). Two days later, the patient had a skin change of redness and swelling in the cheek, chin, nasolabial, nose, and lip. 3ccs of hyaluronidase were injected to dissolve the filer at the tip of the chin and patient was prescribed cephalexin 500mgs. Patient was sent to a hospital for further hyaluronidase injections and hyperbaric oxygen treatment. The patient has improved, but events still ongoing. This is the same event and the same patient reported under MDR ID#3005113652-2023-00728 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.